Event description:
It was reported that the device was explanted and replaced due to a set screw issue.

Manufacturer narrative:
No medwatch form was received. The reported field event was confirmed. The silicone material was found inside of the set screw hex cavities. This material prevented full insertion of the torque driver in the hex cavities and resulted in the difficulty with tightening and loosening of the set screws, resulting in the ICD removal reported from the field.